Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed pump not primed warnings followed by pump reboots. There was no evidence of loss of prime warnings that were not associated with a pump reboot. A prime sequence and 24 hour duration test were performed successfully with no power interruptions or duplicated alarms. The pump was opened and the resistance measured within specifications. Unrelated to the initial complaint, the threads on the battery cap were stripped. The force sensor calibration did not measure within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.